Event description:
It was reported to philips that the arm movements of the azurion device were unavailable. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the t-arm movement was not possible. The fse performed troubleshooting with the remote technical assistance center (rtac) team but could never get the system to reproduce the problem. To resolve the issue fse performed motor current calibrations. After this, the system was returned to use in good working order.